Manufacturer narrative:
This part contains 4 set screws of part# 6430530. This part is not approved for use in the us, however, a like device with part# 6430530, 510k# k143375 and upn (B)(4) is available for use in the us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: spinal canal stenosis procedure: posterior fusion after oblique lumbar interbody fusion (olif) it was reported that intra-op, when trying to perform final tightening from one side of l3, it could not be threaded because of idle. Even though the screw and set screw were replaced, it was the same. When inserting the set screw, a little squeak sound was heard. Counter torque was used. Product came in contact with the patient. Patient complications were reported as unknown.

Manufacturer narrative:
Product analysis: macroscopic and optical examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly. If information is provided in the future, a supplemental report will be issued.